Manufacturer narrative:
(B)(4). Date sent: 07/25/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a nurse noticed a black fleck in the abdomen. The surgeon retrieved the fleck, and believe it is a piece of the inner seal of the trocar. The piece was retrieved and included with the returned device. No other pieces of the trocar were found in the abdomen and the nurse reported the patient is fine. Procedure completed with same/like device.

Manufacturer narrative:
(B)(4). The analysis results found that the 2b12lt device was returned with the seal damaged and torn; the torn piece of the seal was returned inside a bag. The device was disassembled in order to evaluate the condition of the seal and the damage was confirmed; in addition, the separate piece of the seal was observed to have a mark which suggests that a pointy instrument was inserted through the trocar with excessive force. Per instructions for use: "use caution when introducing or removing instruments through the trocar sleeve in order to prevent inadvertent damage to the seals which could result in loss of pneumoperitoneum. Special care should be used when inserting sharp or angled edged endoscopic instruments to prevent tearing the seal." We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.